Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat a stage three uterine/vaginal prolapse and a fibroid uterus- 10 week size. The patient underwent the concurrent procedures of a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, an anterior-posterior colporrhaphy an enterocele repair and a sacrospinous ligament vault fixation during mesh implantation.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent excision of mesh on (B)(6) 2010 due to exposure, intermittent vaginal spotting with mild discomfort and thrombocytosis. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy due to falling of bladder. Following insertion, the patient experienced bowel problems and bleeding. The patient underwent excision of exposed mesh on (B)(6) 2010. (B)(4) ¿ bowel/bladder problems.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on for vaginal pain, dyspareunia, vaginal scarring, exposed mesh and vaginal bleeding. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, bowel problems, and bleeding. It was reported that the patient underwent excision of exposed mesh on (B)(6) 2010 due to mesh erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).